Manufacturer narrative:
A3b.): patient gender unk. B6): relevant tests/laboratory data unk. H3): the turbo-elite device and separated marker band were returned for evaluation. Visual inspection found epoxy present in the area where the marker band separated. Epoxy residue was present inside the marker band. No other damage was detected to the turbo-elite device or to the marker band. H6): based on the device evaluation and investigation, the cause of the marker band separation could not be established. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A peripheral atherectomy procedure commenced to treat a fibrous lesion in the mid superficial femoral artery (sfa). After treatment with a spectranetics turbo-elite laser atherectomy catheter, it was discovered the distal marker band had separated within the patient. A wire and balloon were used to successfully remove the marker band. The procedure was completed with no reported patient harm. This report captures the turbo-elite distal marker band which separated, requiring intervention for retrieval.